Manufacturer narrative:
This one event (death) for the same patient involving two separate products: associated mdrs #1225714-2014-00979 and 1225714-2014-00980.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the pocket administered during dialysis treatment.